Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding wear & disassociation involving a citation stem was reported. The event was confirmed via review of the provided photographs. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. -clinician review: no medical records were provided for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced, conclusions: it was reported that the patient was revised due to trunnion wear and disassociation. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: citation stem with v40 metal head. Worn trunnion caused dissociation. Revised with 2b stem and stryker mdm. Right side.